Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate error when trying to login to pyxis. A technical support specialist (tss) dialed into the station, then checked the med application log and locate the using user ID in list and then provide the error which leads to unable to authenticate to customer, the error mostly due to invalid password and spoof fingerprint. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user received "unable to authentiate" error when attempted to login via password and fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.